Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. Functional testing was performed. The cause of the reported issue was due to damaged switch optical, and the complaint was confirmed. The switch optical was replaced. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1871, related to a locked motor or a problem with the cassette or its sensor. There was no patient involvement, no patient injury was reported.